Event description:
Customer reported that the buttons on the insulin pump are unresponsive. She also reported that the rim of the reseroir compartment had cracked off. Customer stated that this occurred when attempting to deliver a bolus, and that the numbers began ramping up without input. She stated that she kept the insulin pump in her pocket. The blood glucose reading was 218 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.